Event description:
It was reported that prior to starting-post-anesthesia of a da vinci-assisted gastric bypass surgical procedure, the tips of a maryland bipolar forceps instrument were misaligned. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.51mm. The grips were found to be cracked. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley and on the grip tip. Electrical continuity test was performed and passed.